Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 23 oct 1018, arjo received information from (B)(6) in italy indicating that during transfer of the resident from the wheelchair to the bed, the spreader bar (part on which the sling is attached on) disconnected from the minstrel passive floor lift causing the resident's fall. As the consequence of this event, the resident (72 years old male, weighing 52 kg) sustained neck injury, which required medical intervention- sutures for 8 days. The involved device was withdrawn from use after the event and the inspection was carried out by arjo representative. The evaluation revealed that the minstrel passive floor lift was in overall good condition, besides detached spreader bar. The lift had only some normal signs of wear. The claimed device was manufactured on 01jul 2006 and the defective spreader bar was the originally fitted one. It was also confirmed that the involved lift was not under arjo service and maintenance contract. It was serviced by the third-party service provider and the last service was carried out on 01 dec 2017. Analysis of the all gathered information and photographic evidence provided to the record revealed that the detachment of the spreader bar was caused by the breakage of the bolt between the spreader bar and the lifting arm (the long-term use could create a metal fatigue and a formation of micro-cracks in the thread) and bending tension which can occur when user is not following the instruction for use warnings and instructions (e.g. Load mass was unevenly placed on sling; or lift moved by pushing/pulling suspended patient body, sling or spreader bar). The operating instructions (mmx15030.gb rev.1) include information regarding inspection of the minstrel passive floor lift: "a general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use." If any problem occurs before the transfer, the device should be excluded from use until it is repaired. There is a very low possibility of any potentially risky situation to occur if the device's owner follows every guideline given in the device IFU and regularly servicing the device. Additionally, it is mentioned in the operating instructions that: "the operational life of the minstrel is ten years, providing it has been regularly serviced and maintained as recommended in these instructions." Based on the investigation carried out, it can be determined that the deterioration of the components during years of usage could contribute to the event. The spreader bar, which was the subject of the event was in use for over 12 years- this component was not replaced before. Additionally, the service of the minstrel passive floor lift at the facility was carried out by the third-party service provider. When reviewing the reportable events for minstrel floor lift registered during the last 5 years, we have found a limited number of cases related to the failure of the bolt holding the spreader bar. The spreader bar disconnected from the lift during the resident's transfer and in that way, the arjo device played role in the incident. The system was not up to the manufacturer's specification during the event. This complaint decided to be reportable because the resident sustained serious injury.

Event description:
On 23 oct 1018, arjo received information from (B)(6) in (B)(6) indicating that during transfer of the resident from the wheelchair to the bed, the spreader bar (part on which the sling is attached on) disconnected from the minstrel passive floor lift causing the resident's fall. As the consequence of this event, the resident ((B)(6) male, weighing (B)(6)) sustained neck injury, which required medical intervention- sutures for 8 days.